Event description:
It was reported to philips that the device failed the defibrillator test. There was no patient involvement.

Manufacturer narrative:
The manufacturer's remote service engineer (rse) evaluated the device with the customer and it was determined that the therapy capacitor needed replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer ordered a replacement therapy capacitor. The device remains at the customer site and no further evaluation is required at this time.